Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for routine follow up. Upon interrogation, multiple automatic mode switch (ams) episodes was observed. Review of egm¿s noted lead noise with mode switching on the right atrial lead. No intervention was performed, and the lead remains implanted. There were no patient consequences and the patient will continue to be monitored.